Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm. Model#: sc-4316, lot#: 17528388, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing infection at the lead and ipg site. Symptoms were edema and redness. It was noted that the infection was procedure related. The patient underwent an explant procedure. The patient was doing well post-operatively.